Event description:
A malfunction related to the pump's battery, which doesn't last long, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, inquiry, troubleshooting, and follow-up, resulting in no additional actions being taken.